Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. No device log files were provided to this investigation. The reported issue was investigated further on-site and it was found that the air gas module was contaminated with water and required replacement. After replacement of the air gas module, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system or from the hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI). D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).